Event description:
Date of event: on (B)(6) 2019. Procedure performed: gynecology. Event description: the pharmacist send me an mail today in order to inform us that there maybe were a problem with one of our bladed trocart ctb73 in august. They don't have the device anymore but the surgeon has made an injury to the patient..it seems that he crossed an artery. They had to make an laparotomy but the patient is now ok. Intervention: laparotomy. Patient status: the patient is now ok.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical has reviewed the details surrounding the event and related product and is unable to determine the root cause of the injury or confirm that a product malfunction occurred. Applied medical will monitor its vigilance systems for any developing trends.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Date of event: (B)(6) 2019. Procedure performed: gynecology. Event description: the pharmacist send me an mail today in order to inform us that there maybe were a problem with one of our bladed trocart ctb73 in (B)(6). They don't have the device anymore but the surgeon has made an injury to the patient. It seems that he crossed an artery. They had to make an laparotomy but the patient is now ok. Intervention: laparotomy patient status: the patient is now ok.